Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with overcorrection in left eye by more than 1 diopter. Account mentioned that patient began with high hyperope and now is low myope. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/25 6.75 x -3.00 x 177; left eye pre-op 20/15 5.00 x -.50 x 45. Bcva from (B)(6) 2015: right eye post-op 20/25 -.50 x .00 x 90; left eye post-op 20/25 -1.25 x -.25 x 5. Surgeon recommended enhancement and patient is to wear contact lens until then.